Event description:
Baxter affiliate in china reports leak in tubing a capd "o" set after 32 days of pt use. The 15 yr old pt taped the hole in the tubing and proceeded with treatment. The following day, the pt's mom gave the pt prophylactic antibiotics and no injury resulted from the incident. The set tubing was changed on 10/18/99.